Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted three lead-on-lead abrasions on this lead in the silicone insulation near the tip. Upon detailed investigation, it appears that this lead dislodged, and then abraded post dislodgement, confirming the allegation of dislodgement. Resistance were completed to assess lead electrical performance and insulation integrity, and electrically, the lead did meet specification. Therefore, laboratory analysis did confirm the allegation of dislodgement by damage induced to the lead post dislodgement.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this left ventricular lead displayed poor sensing and loss of capture at max output at a recent follow-up. The device had previously been programmed to right ventricular pacing only over one year ago, and the physician believed that the lead may have dislodged since then. Recently, the lead was explanted and replaced with no adverse patient effects reported.